Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforated right essure/ malposition essure/ the right essure was extruding through the right cornual region and not in the tube. It \vas imbedded in the right cornua superficially') and device breakage ('essure coils fragments are identified') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, pelvic pain and bloating. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelviscopy bilateral salpingectomy). Essure was removed on 1(B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: pt had so much pain during and after procedure that she did not return for left coil placement. She also has not gotten an hsg. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2015: right-sided essure device at the fundus of uterus. Otherwise normal uterus. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: initial case and fu 1 processed together. Events added: pelvic pain, abdominal pain, essure coils fragments are identified. Event perforation was updated to fallopian tube perforation. Reporters information, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ perforated right essure/ malposition essure/ the right essure was extruding through the right cornual region and not in the tube. It \vas imbedded in the right cornua superficially') and device breakage ('essure coils fragments are identified') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, pelvic pain and bloating. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelviscopy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, pelvic pain and uterine perforation to be related to essure. The reporter commented: pt had so much pain during and after procedure that she did not return for left coil placement. She also has not gotten an hsg. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: right-sided essure device at the fundus of uterus. Otherwise normal uterus.. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Event perforation/ perforated right essure/ malposition essure/ the right essure was extruding through the right cornual region and not in the tube. It \vas imbedded in the right cornua superficially pt updated to uterine perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.